Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found by his wife with the device alarming. Preliminary log file review shows that the controller had been without power for approximately 2 hours. CPR was performed and the patient was transported to a local hospital where he was later pronounced dead. All of the devices except for the pump ((B)(4)) were returned to the manufacturer for evaluation; pump remains implanted post-mortem. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Controllers ((B)(4)), and batteries ((B)(4)), passed visual examination and functional testing; all devices performed per specification. Analysis for ((B)(4)), however, points to a potential communication anomaly between the controller and the battery. The most probable root cause for the reported event, can be attributed to an accidental double power disconnect from the controller. Log file analysis confirmed that ((B)(4)) was off between 03:54:18 and 06:29:39 on (B)(6) 2014 indication both power sources were disconnected from the controller. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01211 and 3007042319-2015-01417) submitted for devices related to the same event.

Event description:
It was reported from the united states that this (B)(6) male patient weighing (B)(6) was found by his wife with the device emitting a "no power" alarm; she connected a battery and called 911. Upon arrival, emergency medical services reported that the controller had one battery connected. However, preliminary log file review shows that the controller had been without power for approximately 2 hours. CPR was performed and the patient was transported to a local hospital where he was later pronounced dead. The therapeutic team did not report a causal relationship of the device to the reported event. No autopsy was performed. The pump will not be returned to the manufacturer as it remains implanted in the patient post-mortem, but the peripheral components are being returned for evaluation.